Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, implantable defib lead, (B)(6) 2013; d314trg, implantable biv defibrillator, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing threshold is elevated only 2 months after implant. It was also reported that the left ventricular (lv) lead had high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.